Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) until (B)(6) 2006 for birth control. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pollakiuria ("frequency urination"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions ("pelvic adhesions") and pelvic congestion ("pelvic congestion") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, pelvic adhesions and pelvic congestion outcome was unknown and the dyspareunia, abdominal pain and pollakiuria had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometrial ablation, pelvic adhesions, pelvic congestion, pelvic pain and pollakiuria to be related to essure (ess205). The reporter commented: previously reported insertion date - (B)(6)2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: new events- pelvic congestion, pelvic adhesions, dysmenorrhea, were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) until (B)(6) 2006 for birth control. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("mild abdominal pain") and pollakiuria ("frequency urination") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown and the dyspareunia, abdominal pain and pollakiuria had resolved. The reporter considered abdominal pain, dyspareunia, endometrial ablation, pelvic pain and pollakiuria to be related to essure (ess205). The reporter commented: previously reported insertion date - (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs and mr received: previously reported event "injury to herself" updated to ¿pelvic pain¿, events- ¿dyspareunia (painful sexual intercourse), mild abdominal pain, frequency urination, ablation ¿, reporter, patient information added. Essure model no. Updated to 205, outcome of events- ¿dyspareunia (painful sexual intercourse), frequency urination, mild abdominal pain¿ updated to ¿recovered / resolved¿.